Event description:
Additional information reported indicated that impedance values were normal. The abdominal stimulation resolved after 6 days and the patient was noted as 'doing well.' The patient has good stimulation and the implantable neurostimulation was functioning properly. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient experienced anterior stimulation in the torso and severe abdominal cramping 1 hour post op implantation of the implantable neurostimulator (ins) system. The patient was hospitalized due to the cramping for 2 days. The cramping was noted as lasting 5 days. The patient was seen by the company representative on (B)(6), 2012 when it was noted that the cramping was 90% resolved. The patient was using the stimulation therapy and was reported as working well. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 39565, lot#unknown, implanted: 2012-(B)(6), (B)(4).